Manufacturer narrative:
Additional information has been received which was not included with the initial medwatch report. The additional information has been provided with this report.

Event description:
Additional information was received that the customer was supposed to return two inserters, but she lost one. Advised the return the one that she has.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had high blood glucose. Customer's blood glucose was 210 mg/dl. Customer delivered a bolus but blood glucose did not drop. Customer fell asleep and woke up with abdominal pain and started vomiting. Customer called the ambulance and was hospitalized. Customer mentioned the infusion set cannula was bent. Device had alarmed no delivery alarms. Device passed the displacement test. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.